Manufacturer narrative:
(B)(4). Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet zelantedvt catheter was selected for a thrombectomy procedure in the abdominal aortic aneurysm (aaa) graft. After use inside the patient for approximately one minute, the device stopped and displayed an error to check saline. A leak was noticed in the pump of the catheter and there was some saline in the tray which normally would not be there. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of zelante thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector indicated that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet zelantedvt catheter was selected for a thrombectomy procedure in the abdominal aortic aneurysm (aaa) graft. After use inside the patient for approximately one minute, the device stopped and displayed an error to check saline. A leak was noticed in the pump of the catheter and there was some saline in the tray which normally would not be there. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.